Manufacturer narrative:
Field inspection: the health care provider is requested to gently tug on the suction and irrigation valve caps prior to use of the lot numbers noted above. If the device is defective, the cap(s) will easily pull free from the handpiece. All defective product is to be returned to the MFR.

Event description:
The caps on the trumpet valves of the suction irrigation devices could fall off, resulting in the malfunction of the suction irrigation device. The device will not perform as intended if the valve caps are removed. No pt injuries or deaths have occurred. The device will not perform as intended, and the defect is evident within the package or as soon as it is taken out of the package, prior to use in the surgery.